Event description:
It was reported that the user experienced high blood glucose of 401 mg/dl after being disconnected from the ilet pump while attempting to pair a freestyle libre 3+ sensor and troubleshooting and education were provided to allow the pump time to correct the elevated glucose. Customer care provided support that included user coaching on therapy resumption and expected correction time. Investigation of this case revealed no device malfunction identified and the event was associated with therapy interruption while off the pump. Clinical symptoms include polydipsia associated with hyperglycemia reported. Outcomes included no reported injury or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.